Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "since the recent use of the arterial catheter 18g 8cm, the anaesthesia team reported that the pressure reading went flat with difficulties to obtained blood samples. No clinical consequences. The patient was reported as fine.".

Event description:
It was reported that: "since the recent use of the arterial catheter 18g 8cm, the anaesthesia team reported that the pressure reading went flat with difficulties to obtained blood samples. No clinical consequences. The patient was reported as fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.